Event description:
During implant, it was reported that the patient was externally cardioverted for episodes of atrial fibrillation. Following cardioversion, crosstalk and inappropriate low voltage output were observed. The device was successfully reprogrammed and remains implanted. The patient was stable and there were no adverse consequences.